Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a haptic was adhered to the optic. The following day, an additional surgical procedure was performed to detach the haptic. The surgeon reported there was no harm to the patient. No additional information is anticipated.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. No additional information is anticipated.